Event description:
Customer reported that when they fluoro, they hear a continuous beep after letting the button go. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.